Event description:
As reported by the user facility: customer reports over infusion, customer verbalized that she is unsure if it was user error or the pump, she was unable to duplicate the over infusion. Remicade (biological medication) was infusing, pump set at 125 ml/hr, to run over 2 hours; remicade infused over 1 hour. Reference manufacturer report number 9610825-2013-00390.